Manufacturer narrative:
The exact event date was not provided; therefore, 06/01/2025 was used as an approximate event date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the inflatable penile prosthesis (ipp) would not inflate due to a fluid loss. A surgical procedure was performed during which a hole in the cylinder was found; therefore, the device was removed. No patient complications were reported.